Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the likely cause for the falsely elevated digoxin result is heterophilic antibody binding. The pattern of results remaining elevated after the reduction of digoxin dosage and the lower results with an alternate methodology is highly supportive of non-specific binding antibodies in the patient samples. Studies by the patient with heterophile antibody blocking tubes is also supportive of heterophilic antibody binding. The IFU for the digoxin flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." It also states: "endogenous, digoxin-like immunoreactive factors (dlif) have been detected in the serum and plasma of neonates, pregnant women, and patients in renal and hepatic failure. Several studies have established that these factors can cause falsely elevated digoxin measurements when assayed by commercially available immunoassays."

Event description:
A falsely elevated digoxin (digxn) result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was rerun on an alternate instrument (alternate methodology) and a lower result was obtained. Patient treatment had been changed on the basis of a prior sample from this patient. The patient's digoxin dosage had been reduced. The increase in digoxin result despite the reduction in dosage alerted the physician to the discordance of the questioned result. There is no report of adverse patient impact due to the questioned digxn result or the change in dosage.